Manufacturer narrative:
(B)(4). On (B)(6) 2015, a philips field service engineer (fse) reported that while performing a preventative maintenance (pm) at the customer site, he noticed a blinking led indicator on the front panel. The fse confirmed that the device was not in clinical use when the event was discovered and there are no reports of harm to a patient, operator or bystander associated with this issue. The fse added that after seeing the blinking led, he reviewed the log files and found stuck button errors. The fse confirmed that there was no uncommanded or incorrect motion due to the errors, just the led lights were blinking as an indication of the stuck button. The fse could not determine if the button was stuck on the right or left front gantry panel; therefore, he ordered both the panels for replacement. Later, on (B)(6) 2015, the panels were replaced to resolve the issue. The log files were not provided by the fse for engineering analysis. The defective gantry panels were scrapped. If a gantry panel button would become stuck engaged, there is potential for un-commanded motion of the patient support. This could result in the removal of patient medical tubing (i.e. Central line, IV tubing, ventilator tubing, etc.). Since there was no part returned from the field or log files provided, a root cause of the issue could not be determined by engineering. The fse replaced the front right and left gantry control panels to resolve the issue. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited.

Event description:
Philips field service engineer (fse) reported, during preventative maintenance (pm), there was a blinking led indicator on one of the front panels. The fse confirmed there was no harm to a patient, operator and bystander. The fse investigated the logger. Mdb and confirmed that the blinking light was a result of a stuck button error. The fse replaced the right and left front control panels to resolve this issue. There is no patient involvement during a pm.